Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A male patient of unknown age with cardiomyopathy and pre-support condition consistent with scai shock stage e underwent impella cp support via left femoral percutaneous arterial access. While on support, the device functioned as intended at p-6 at 2.7l/min with d5w sodium bicarbonate in the purge solution. During support, red urine was observed in the foley bag, attributed by the clinical team to possible traumatic foley insertion in the setting of supratherapeutic anticoagulation and a history of prostate cancer; plasma free hemoglobin was within normal limits and hemolysis was not confirmed. Additionally, after transfer to the ICU, bleeding was noted at the access site from the repositioning unit/introducer hub valve. The patient's anticoagulation was supratherapeutic (heparin 1100 units/hour, aptt reported at 74), and the dressing was changed with site assessment showing no active bleeding; hemoglobin remained stable with no blood products required. Hemostasis measures included dressing management and monitoring, with no indication of device malfunction. The device was electively explanted on (B)(6) 2026 after successful weaning, and the patient remained stable and survived. Based on the available information, the events of hematuria and access site bleeding were most consistent with supratherapeutic anticoagulation and patient-related factors, including possible traumatic foley catheterization, rather than a device-related failure. The procedure outcome was successful with patient stability maintained post-explant.